Event description:
Medtronic received information reporting that three months after implantation of a pipeline vantage to treat an aneurysm, computed tomography (CT) revealed parent artery stenosis >25-50%. Additional information was received and it was reported that no new events identified between index procedure and 3 month follow up visit on (B)(6) 2021. Additionally, mrs 0 and eq-5d vas 80 on (B)(6) 2021 were unchanged from baseline. It is unknown if the patient was was hospitalized or if additional medical or surgical treatment was done. It is unknown if the event is life threatening. The event did not result in patient disability. Site has reported the distal end of the stent has been slightly crushed at the braid collapsed at imaging on (B)(6) 2021. Additionally, corelab imaging showed 75-100% in-stent stenosis at the 90-day follow-up appoint on (B)(6) 2021. Additional information received reported that 3d dsa imaging at the 180-day follow-up visit on (B)(6) 2021 showed 25-50% parent artery stenosis and the pipeline braid was slightly crunched. Additional information was received indicating the adverse event was casually related to the study procedure and the study device. The aneurysm location was in the left internal carotid artery. The aneurysm morphology was saccular. The maximum aneurysm diameter was 3mm and the neck size was 3mm. Post-procedure the site noted that the patient had significant stasis. There was complete neck coverage at the end of the procedure. The aneurysm occlusion status at the end of the procedure was class 2. The site confirmed the parent artery stenosis of greater than 50-75% at the 180-day follow up dsa imaging. The site has confirmed that patient was in good clinical condition with no impact on the patient and no treatment required. Additional information was received indicating there was no hospitalization and there was no additional medical or surgical treatmen t required. The patient was asymptomatic. Additional information was received indicating there was intimal hyperplasia and stent tapering, as the cause of the stent concern. It was also indicated there was no device deficiency and that the stent was not crushed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the braid collapse was determined during an independent mdt review of images. Further medical or surgical intervention was not performed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that per corelab image read of the 6m 3d dsa/dyna CT on 20jul2021, the following findings were noted: pipeline fish-mouthing of the distal end (25-50% of braid diameter)and parent artery stenosis 50 to <(><<)>75%. Comment: "the aca a1 segment is not as good perfused, as it was immediately after therapy from this side. There is a smaller aneurysm / infundibulum, distally to the investigated one, which is partially covered by the fd and not obliterated". Site has been queried to determine if pipeline fish-mouthing contributed to reported ae for dx: parent cerebral artery in-stent stenosis (site reports there were no actions taken) and whether cl comment "aca a1 segment is not as good perfused, as it was immediately after therapy from this side" is a reportable event, else to confirm if due to hemodynamic change - queries pending. Per corelab image read of the 3d dsa / dyna CT on 05nov2021, the following findings were noted: pipeline fish-mouthing of the distal end (>50% of braid diameter), which is greater than previous report. However, percentage aligns with site report of parent artery stenosis of >50-75%